Event description:
It was reported that this right atrial (ra) lead recorded high out-of-range pacing impedance measurements, with values exceeding 3000 ohms over approximately one year. During the replacement procedure of the cardiac resynchronization therapy defibrillator (crt-d), a pacing system analyzer (psa) test was performed and showed impedance measurements within normal limits. Technical services (ts) suspected a spring contact issue. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).